Manufacturer narrative:
The results reported in the initial medwatch were provided verbally. The customer then provided hardcopy data with slightly different values that were confirmed to be correct. The initial ca 125 was actually 67.72 u/ml, rather than 63 u/ml. The architect result of 39 u/ml was correct; this test was performed on (b(6) 2013. The result of 26 u/ml from the centaur was actually 23 u/ml; this test was performed on (B)(6) 2013. The investigation was unable to determine a specific root cause. Based on the fact that results from multiple draws yielded similar results with the roche method and an examination of the calibration and quality control data, an issue with the local test system could be excluded. Differences in results between different ca-marker methods are well known.

Event description:
The customer complained of a questionable result for ca 125 ii: cancer antigen 125, on one patient sample. The initial ca 125 was 63 u/ml. The patient was sent by her doctor to another laboratory to confirm the result. That laboratory reported a normal result; the method used and actual result were not known. The customer sent the initial sample to two other laboratories. One laboratory used an architect analyzer and obtained a result of 39 u/ml with "nv <37 u/ml." The second laboratory used a centaur analyzer to obtain a result of 26 u/ml with "nv <35 u/ml." Although the patient received an mr scan, the patient was not harmed by any actions taken. The lot number of the ca 125 reagent was 171867. The expiration date was requested but not provided.

Manufacturer narrative:
The event occurred in (B)(6).